Event description:
Boston scientific received information that during a routine device change out procedure, the physician experienced difficulty loosening the setscrews on the header. Boston scientific technical services (ts) was consulted and discussed troubleshooting techniques. Ultimately the physician was able to loosen all setscrews. Due to the difficulty with the setscrews, the terminal end of the pace sense portion on the right ventricular (rv) lead was damaged. Subsequently the pace sense portion of the lead was surgically abandoned and a new pace lead was implanted. The shock portion of the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.